Event description:
It was reported that the coating on the guide wire was not uniform. Returned prod investigation completed on 08/16/2006 revealed peeling of the ptfe coating in the proximal segment of the guide wire. There was no pt consequences.

Manufacturer narrative:
Eval summary: qa analysis revealed damage to the ptfe (teflon) coating at the proximal segment of the guide wire, between 85.5 cm and 85.6 cm from the proximal end. Visual examination under 40x magnification identified sheering/peeling of the ptfe coating along one side of the guide wire for most of the damaged section length, with some sections missing ptfe coating around the entire radius. Impressions/marks, or scratches, were noted in the stainless steel wire. Betewwn 98.8 cm and 123.6cm from the proximal end, the coating remained on the guide wire , but was rough and uneven. The distal micro-machined nitinol section of the guide wire was observed under 40x magnification, which revealed no signs of peeled coating or other unusual prod issues. The outer diameter of the ptfe coated end of the wire was measured and found to be within spec. No other anomalies were observed. The torque device that was used was not returned for investigation. A review of the device history record (DHR) did not reveal any ncp's related to the reported device issue. Conclusion: qa investigation of the returned device noted clear evidence which confirmed the ptfe (teflon) coating on the proximal end of the guide wire can be peeled off/abraded by the brass collett of the torque device as a result of the user not properly tightening/securing the torque device to the proximal region of the guidewire. Additionally, since most of the coating damage occurred on one side of the guidewire, it might have passed through an introducer/metal cannula at an angle, causing the guide wire to scrape along the edge. The dfu accompanying the guide wire has been amended, through formal change order, which added stronger verbiage cautioning the user to properly secure the torque device prior to manipulation.